Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was impacted 300-350 mg/dl. The customer took correction bolus via pump to stabilize blood glucose level. It was indicated that the customer was able to load a new cartridge successfully and resume insulin delivery.